Event description:
On (B)(6) 2023, it this patient on peritoneal dialysis (pd) reported he was hospitalized due to not having supplies to do his dialysis. There were no reported allegations of any performance issues with fresenius products in relation to the event. Additional follow-up was performed with the patient¿s pd nurse. It was confirmed that on (B)(6) 2023 the patient was initially hospitalized due to missing dialysis because the patient ran out of supplies. The patient received pd therapy in the hospital. Additionally, the patient had a pd culture obtained and the patient was diagnosed with peritonitis. The nurse indicated that the pd culture results were not available. The patient was treated with antibiotic therapy with intra-peritoneal vancomycin (dose unknown). Subsequently, on (B)(6) 2023, the patient was discharged home continuing pd with the same cycler. The patient is recovering from the event, the nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse indicated the peritonitis was due to a breach in aseptic technique during the pd exchange as the patient is known to be non-compliant.